Manufacturer narrative:
The customer called technical support and requested a quote for the front bezel, technical support provided the requested quote, but the customer has not approved it. Upon numerous gfe attempts, the customer responded, stating that this case is material only, with no investigation. The customer just asked for a quote and did not give any further feedback. Philips will not be servicing the unit, and no additional information could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 02nov2020.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring no longer turns and requested pricing for replacement. The customer reported there was no patient involvement at the time the issue was discovered.